Event description:
It was reported that the device would intermittently fail to power on with known good batteries. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to power on. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.